Event description:
(B)(4). According to the information received, a nurse opened a box of catheters labelled 10 french but discovered that the catheters were 12 fr.

Manufacturer narrative:
Product has been requested but as of to date no product was returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should additional information become available a follow-up report will be submitted.